Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the trial procedure the patient experienced pain in the right leg. The lead was removed and the patient recovered without sequelae. The patient successfully completed the trial with one lead and achieved complete relief of their pain.